Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's sensor. The mother states the senor had lost sensor alarm. The mother states the sensor was changed and they are now getting sensor expired. The customer's levels had been over 400mg/dl. The mother declined to troubleshoot and states the issue was resolved and was going to conduct set change.